Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, a leak was found while inflating the 'cook bakri postpartum balloon with rapid instillation components' during treatment of postpartum hemorrhage [pph]. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The doctor tested the device prior to use and it functioned properly. There was 800ml of blood loss prior to the device failure and 200ml additional blood loss after the device failure; total estimated blood loss was 1000ml. The procedure was completed successfully with a new device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 13532568. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 'bakri postpartum balloon', provides the following information to the user related to the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' device was returned for investigation. A small leak was observed in the balloon material during function testing. Tool marks in the balloon material were observed near the leakage point. The complaint was confirmed based on customer testimony and evaluation of the returned device. The complaint device was determined to have been damaged from another device, but a definitive source of the other device could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a leak was found while inflating the cook bakri postpartum balloon with rapid instillation components during treatment of postpartum hemorrhage [pph]. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The doctor tested the device prior to use and it functioned properly. There was 800ml of blood loss prior to the device failure and 200ml additional blood loss after the device failure; total estimated blood loss was 1000ml. The procedure was completed successfully with a new device. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.